Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery in which rhbmp2/acs was used. As per op-notes,¿ blunt dissection was done. Identified the left common iliac vein. A small tributary was identified, divided with bipolar cautery. Staying close of the anterior surface of the spine, further blunt dissection was done bluntly toward the right edge of the vertebra. The sacral vessel was identified, divided between bipolar cautery. The self retaining retractors were adjusted such that the entire l5-s1 level was completely exposed. The spine surgeon did proceed with subsequent discectomy, as well as fusion, as well as cage prepped with bmp. Upon completion of the spine surgical procedure, the area was checked and hemostasis was present. The self-retaining retractor was re-adjusted both upwards to the l4, l5 level. The peritoneal content was completely retracted, elevated anteriorly to the right. The left common iliac vessel again identified.¿ the patient tolerated the procedure well without any intraoperative complications.